Event description:
The customer contacted beckman coulter inc (bec) in regards to obtaining higher than expected, reproducible bhcg results above the normal reference range for two patients that were generated by the dxi 800 access immunoassay system. The results were reported out of the laboratory and questioned by the clinician; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Patient #1 was redrawn and the test rerun along with the initial sample from both patients. Repeat of the initial sample produced similar results as the first run. Newly drawn sample produced lower results. The bhcg sample was collected in a plasma tube. Per proservice collected qc charts , both levels of bhcg qc have been performing within the customer¿s established ranges for the past two weeks. On (B)(6) 2011, a bec filed service engineer (fse) verified instrument performance and did not note any issues. The fse and customer ran one patient sample on both of the laboratory's dxis and on a sister hospital's dxi; all results were within the precision claims of the assay. The fse reviewed pre-analytical and patient sample issues which could contribute to reproducible elevated results. Although pre-analytical or patient sample issues may have been a contributing factor, a definitive root cause has not been determined to date for this event.